Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had changed the reservoir and has a black dot on the insulin pump. Customer was trying to change the reservoir and the insulin was dripping from the quick release. Customer stated that when she put the reservoir in the pump, some of the insulin spilled into the pump. Customer also stated that the pump was displaying a low reservoir and she did not have any more insulin. Customer was advised to call back once she gets more insulin so she can be assisted with the priming process. Customer was also advised to contact her health care provider. Customer stated that she has a contour next link meter and is out of strips. Customer was advised to contact her medical provider. No additional information provided.